Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
In the journal of arthroplasty "early outcomes of revision surgery for taper corrosion of dual taper total hip arthroplasty in 187 patients" by dimitris dimitriou et al, it was reported that 16 patients had closed reductions due to dislocation.